Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, the patient put profile option on normal selected high to test the alert functionality. The patient reported no audio was heard.

Manufacturer narrative:
(B)(4).